Event description:
The field rep interrogated a pump while it was still in the box. The message pump memory error, pump in undefined stated displayed. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).